Manufacturer narrative:
(B)(4). A third party service provider replaced the regulator. The pressure regulator was returned for evaluation. The service engineer evaluated the regulator and could not verify the reported complaint. The regulator was placed into a test ventilator and tested for approximately 1 hour with no issues or excessive noises.

Event description:
It was reported that during patient use, the ventilator sounded an abnormal noise corresponding to the inhalation. The device did not stop ventilating/cycling. The patient was removed from the ventilator and transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).